Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time of the call on (B)(6) 2015. Verified storage of product is within instructed specification since they are kept in bedroom. Test strips lot MFR's expiration date is 03/20/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 52mg/dl, (B)(6) 2015, 07:15am, fasting: yes; 121mg/dl, (B)(6) 2015, 05:00pm, fasting: no; 99mg/dl, (B)(6) 2015, 10:41pm, fasting: no; 103mg/dl, (B)(6) 2015, 08:55am, fasting: yes; 104mg/dl, (B)(6) 2015, 06:00pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.